Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E3 initial reporter occupation: lawyer. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that a call was received from the hospital on jan 9, 2024 requesting depuy ts head implants and trials. No other information was received. The office sent the implants and trials, but no depuy rep attended the surgery. The sales rep went to the hospital to pick up the implants and trial. After talking with one of the staff members, it was learned that the case was an asr revision with a summit stem. The stem was retained and a stryker cup was placed. Surgical delay was unknown. Doi: unknown. Dor: (B)(6) 2024. Affected side: right hip. Additional event information: patient underwent revision right total hip arthroplasty acetabular component with extensive debridement of hip synovium and removal of pseudotumor due to developed pain over the years from his previous asr mom implant. MRI of the hip demonstrated pseudotumor he had cobalt chromium and his blood and we discussed revision surgery. Black fluid was aspirated a total of 50ml. Femoral head was articulating at the trunnion and the head was not well-seated to the trunnion. There is metallosis coming from this section. Peri articular white blood cells appeared which could be a sign of early infection.